Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected battery failed alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer stated that the battery life diminished. Customer stated its drained through 2 batteries in less that 8 hours. Customer reported failed battery test. Customer used the suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.